Event description:
It was reported that patient presented to the emergency room with chest twitching. Upon review, low impedance and noise were noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.